Manufacturer narrative:
Brand name- easl-v. (B)(6). Based on the available information, this event is deemed a product malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
It was reported that there was "foreign matter in primary pack." Photos were provided depicting foreign matter in the intact product packaging. No further information was provided.

Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue; as cleaning was completed on the labor sheets. Machine logs were reviewed and engineers were called to issues with the blades and paper not in the correct position, these were corrected by the process engineers. The photograph shows an unknown black contaminant; this does not comply to specification. A non-conformance (nc) was raised in a previous complaint and closed with no further action as this was a recurring issue and has been previously investigated and closed with no further action required. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).